Event description:
It was reported that the pt underwent revision for removal of loose body consisting of bone cement. The articulating surface was revised.

Manufacturer narrative:
Evaluation summary: the device appears to be in good condition and has been in vivo for approximately three years. Stryker simplex is the brand of bone cement used. No x-rays or operative notes were returned for review, therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Evaluation: the device was autoclaved prior to return to zimmer, making dimensional analysis inaccurate. Visual examination reveals wear lines and minor gouges on the condyle contact pads and scratches on the backside. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.